Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if problem returned; caller acknowledged and understood guidance.